Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard 3dmax (device #1). An additional emdr was submitted to represent the bard 3dmax (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of two unspecified bard/davol 3dmax (device #1 and device #2). As reported, the patient is only making a claim for an adverse patient outcome against the bard 3dmax. As reported, the attorney alleges general allegations against the bard 3dmax for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of two unspecified bard/davol 3dmax (device #1 and device #2). As reported, the patient is only making a claim for an adverse patient outcome against the bard 3dmax. As reported, the attorney alleges general allegations against the bard 3dmax for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (left - device #1 & right - device #2). Per operative notes, ¿the small indirect hernia as well as the larger direct inguinal hernia was found on the left and right side had a small direct hernia. The 3dmax mesh (left - device #1 & right - device #2) was then placed bilaterally right and left pouches and sutured.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction in the left inguinal region thereby underwent open repair with lysis of adhesions. Per operative notes, ¿in the left inguinal hernia repair, there was a small peritoneal opening over the patch, where the bowel adhesions were taken down. The patch was left in the abdomen and irrigated.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopic lysis of anterior abdominal wall omentum and lysis of sinister adhesion. Per operative notes, ¿multiple adhesions were found in the anterior abdominal wall. The omentum was dissected and sinister adhesion found in the small bowel was lysed.¿ (B)(6) 2014 - patient was diagnosed with abdominal pain and small bowel obstruction in the right inguinal region thereby underwent laparoscopic lysis of sinister adhesion. Per operative notes, ¿in the right lower quadrant, sinister adhesion identified was excised completely to release the small bowel obstruction.¿ attorney alleges that the patient had adhesions, bowel obstruction, scar tissue, pain and hernia recurrence. It is also alleged that the patient was in need for corrective surgical procedures.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about post implant of 3dmax mesh, patient was diagnosed with bowel obstruction, adhesion and pain thereby underwent repair. The instructions-for-use supplied with the device lists adhesion and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. Updated fields: a2, a3, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1, e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax (device #1). An additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.